Manufacturer narrative:
H10: as the device in question is an unknown pta balloon, the pro code is unk. Therefore, this malfunction is longer eligible for voluntary malfunction summary reporting. The details of this malfunction will be captured in MDR 2020394-2019-04326. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown pta balloon dilatation catheter allegedly experienced detachment of device. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.

Manufacturer narrative:
The lot number was not provided, therefore a lot history review was not performed. The device was returned for evaluation and a detached balloon was identified. The definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an unknown pta balloon dilatation catheter allegedly experienced detachment of device. This information was received from one source. One patient was involved and there was no reported patient injury. Patient information was not provided.